Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate hv therapies. Review of egms indicated that the therapies were inappropriate due to oversensing on the ventricular channel. Dislodged competitor lead was noted to be the cause of the noise as it was causing double counting. Programming changes were made on the device. Surgical intervention was also undertaken to address the dislodged lead. The patient's condition was stable.